Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check the device had a resistance in the 15mm connector, inflator line and the tube bonding part. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation and reported issue is confirmed. An inflation/deflation test was performed and it was observed inflation was difficult and deflation was hard. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.